Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) was selected to be used. The 31mm closure device was found to be too large and the physician changed to a 24mm watchman flx laa closure device. The 24mm closure device was successfully implanted. During patient transfer from operating room (or) table to the patient bed, the patient showed abnormal symptoms and was transferred to get a computed tomography (CT) scan. The patient was then transferred by helicopter to a different hospital and put into pressure chamber. Patient status during recovery at the second hospital, the patient was reported to have passed away due to air embolism.